Event description:
The patient had been intubated with the same 8.0 covidien taperguard ett for approx 11 days. On the morning of the event rt found that the tube had possibly migrated. Upon repositioning of the tube and inflating the cuff, the cuff would not hold air. A large air leak was appreciated, requiring an ett tube exchange. The patient required multiple attempts to reintubate, during which emesis and airway edema was observed. A code blue was called due to the lost airway. After multiple (approx 5) reintubation attempts and ett tube was able to be placed. Unfortunately, the patient was not able to be resuscitated after intubation. Manufacturer response for endotracheal tube, 8.0 taperguard endotracheal tube (per site reporter). Unknown at this time of the report.